Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet insulin pump was difficult to manage and allegedly overdelivered insulin overnight, did not adapt to the patient¿s insulin needs, and contributed to infusion-site irritation, infections, and tubing twists that led to occlusions; the patient discontinued use and declined further training or troubleshooting after discussing with a healthcare professional. Symptoms included hypoglycemia. Outcomes included product return and credit through the distributor. Investigation included internal review and coordination with the field team. Investigation of this case revealed that the cause of the reported hypoglycemia and device management challenges was unclear, with no reported device alerts or alarms and no additional troubleshooting performed prior to return. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.